Event description:
Customer reports to have experienced a button malfunction; act button not responding. Customer's blood glucose was 180 mg/dl. After trouble shooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No frozen screen noted. Insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip and minor scratches on display window.